Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked y-site was confirmed. The sample was evaluated and this event was determined to be supplier related. The supplier has been notified of this event. Bd is working closely with the supplier to prevent future occurrences of similar events and values your support and partnership in communicating this event and coordinating the return of the sample.

Event description:
It was reported the powerlock 20g x 0.75 in huber needle leaked at or near the clave junction site. No other information was provided. Additional information received 21 july 2023: leak was discovered as rn flushed the port after disconnecting a chemo home infusion pump. Flurorouracil was infusing. No harm to patient, was inconvenienced while line leaked over the patient's shirt. Did not involve an urgent/life threating medical situation. Event occurred in may.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported the powerlock 20g x 0.75 in huber needle leaked at or near the clave junction site. No other information was provided. Additional information received 21 july 2023: leak was discovered as rn flushed the port after disconnecting a chemo home infusion pump. Fluorouracil was infusing. No harm to patient, was inconvenienced while line leaked over the patient's shirt. Did not involve an urgent/life threating medical situation. Event occurred in may.